Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by two consumers, who contacted the company via company representative to report an adverse event and a product complaint, concerns a female patient of unknown age and origin. No medical history or concomitant treatment were informed. The patient received insulin lispro (humalog) via humapen luxura half-dose (hd) pen-injector device, at unknown dose, route of administration, indication for use and start date. It was reported that the cartridge was taken from an insulin lispro disposable pen and was inserted into the humapen luxura hd. On an unknown date, unknown time after beginning insulin lispro treatment and 10 days after beginning using the humapen luxura hd, the patient noticed that the pen-injector was not delivering the dose at all or was injecting a small amount of insulin and due that the patient had his blood sugar increased that could not be reduced. Additionally, on the 7-8th time the dialed dose was injected plus all previous ones that were not released by the device earlier, resulting in a triple administered dose ((B)(4); 1811g01 lot number) causing a serious decompensation with alternating events of severe hypoglycaemia. The event of hypoglycaemia was considered serious due to medically significant reasons by the reporter. No information regarding events outcome, corrective treatments, laboratory tests and action taken with insulin lispro were informed. It was unknown who was the operator of device and if the operator was trained. The device model had been used since an unknown date and the reported suspect device had been used for 10 days. It was unknown if the reported device usage was continued and if it would be returned. The initial reporting consumer believed that the severe hypoglycaemia and increased blood sugar were due the humapen luxura hd issues, which was not injecting the correct dose and after 7-8 clicks, was injecting a tripled dose. No other opinion of relatedness was provided. Edit 25oct2021: upon case review the model of humapen luxura hd was updated accordingly. Update 26oct2021: additional information received on 26oct2021 from global product complaint database. Changed the lot number from unknown to 1811g01 for product complaint 5734006 relating to the humpen luxura hd device. Updated medwatch and european and canadian (EU/ca) fields for expedited device reporting and added UDI number. Corresponding fields and narrative updated accordingly. Edit 27oct2021: upon internal review and clarification with affiliate, the insulin formulation was changed for disposable pen to cartridge formulation. Edit 28oct2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 01dec2021 in the b.5. Field. No further follow up is planned. Evaluation summary: a distribution manager and wholesaler reported on behalf of a female patient that the patient's humapen luxura hd device was not delivering the dose at all or was injecting a small amount of insulin. For testing purposes the patient removed a cartridge from an insulin lispro disposable pen and inserted it into the humapen luxura hd pen and concluded that the luxura hd pen delivered a smaller volume when injecting 1 unit compared to kwikpen. Additionally, on the 7-8th time the dialed dose was injected plus all previous ones that were not released by the device earlier, resulting in a triple administered dose. The patient experienced serious hypoglycemia and non-serious increased blood glucose. Investigation of the returned device (batch number 1811g01, manufactured november 2018) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by two consumers, who contacted the company via company representative to report an adverse event and a product complaint, concerns a female patient of unknown age and origin. No medical history or concomitant treatment were informed. The patient received insulin lispro (humalog) via humapen luxura half-dose (hd) pen-injector device, at unknown dose, route of administration, indication for use and start date. It was reported that the cartridge was taken from an insulin lispro disposable pen and was inserted into the humapen luxura hd. On an unknown date, unknown time after beginning insulin lispro treatment and 10 days after beginning using the humapen luxura hd, the patient noticed that the pen-injector was not delivering the dose at all or was injecting a small amount of insulin and due that the patient had his blood sugar increased that could not be reduced. Additionally, on the 7-8th time the dialed dose was injected plus all previous ones that were not released by the device earlier, resulting in a triple administered dose (product complaint (B)(4); 1811g01 lot number) causing a serious decompensation with alternating events of severe hypoglycaemia. The event of hypoglycaemia was considered serious due to medically significant reasons by the reporter. No information regarding events outcome, corrective treatments, laboratory tests and action taken with insulin lispro were informed. It was unknown who was the operator of device and if the operator was trained. The device model had been used since an unknown date and the reported suspect device had been used for 10 days. It was unknown if the reported device usage was continued and was returned to the manufacturer on 26oct2021. The initial reporting consumer believed that the severe hypoglycaemia and increased blood sugar were due the humapen luxura hd issues, which was not injecting the correct dose and after 7-8 clicks, was injecting a tripled dose. No other opinion of relatedness was provided. Edit (B)(6) 2021: upon case reviewthe model of humapen luxura hd was updated accordingly. Update 26oct2021: additional information received on 26oct2021 from global product complaint database. Changed the lot number from unknown to 1811g01 for product complaint 5734006 relating to the humpen luxura hd device. Updated medwatch and european and canadian (EU/ca) fields for expedited device reporting and added UDI number. Corresponding fields and narrative updated accordingly. Edit 27oct2021: upon internal review and clarification with affiliate, the insulin formulation was changed for disposable pen to cartridge formulation. Edit 28oct2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. Corresponding fields and narrative updated accordingly. Update 30nov2021: additional information received on 29nov2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for pc 5734006, associated with lot number 1811g01 of humapen luxura hd device, malfunction from unknown to no and date of manufacturer. Added date returned to manufacturer. Corresponding fields and narrative updated accordingly.